Event description:
It was reported that the customer experienced a severe low blood glucose and drank soda and ate candy to bring the blood glucose level up. The customer's blood glucose value was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.